Event description:
It was reported that on (B)(6) 2022 the patient underwent a surgery to treat the femur. The surgery was completed successfully with no surgical delay. After the surgery, the 2nd distal screw and the 4th distal screw broke off due to non-union. On (B)(6) 2024, replacement of the nail was scheduled to be performed. The 2nd distal screw, from the middle to the tip, entered the medullary cavity, and was not able to be removed, and remained in the bone. The entire 4th distal screw was removed. The nail was exchanged from diameter 11 mm to diameter 14 mm. An iliac bone graft was done. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 1 of 2 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: device history record (DHR) review conducted: sterile part: 04.005.530s. Sterile lot no: 8l76737. Release to warehouse date: 05 nov, 2021. Expiry date: 01 nov, 2021. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.530. Lot number: 425p855. Manufacturing site: mezzovico. Release to warehouse date: 09 oct 2021. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.